Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. Analysis found the reset was caused by an anomalous rf module. The product code was downloaded and the device was tested on the bench. No anomaly was detected. Telemetry was tested and no telemetry anomaly was detected and the device did not enter backup mode.

Event description:
It was reported prior to implant procedure that the implantable cardioverter defibrillator exhibited backup vvi operation. The device was not implanted.